Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used with an encore inflator during a ureteroscopy procedure. The patient age was reported to be (B)(6). According to the complainant, the device did not inflate past 12 atm during the procedure. The device was removed from the patient and a pinhole was noted in the balloon material as well as a saline leak. It was reported that a 50/50 mixture of saline and contrast were used to inflate the balloon. The balloon was tested outside of the patient prior to the procedure. The physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used with an encore inflator during a ureteroscopy procedure. The patient age was reported to be over 18 years. According to the complainant, the device did not inflate past 12 atm during the procedure. The device was removed from the patient and a pinhole was noted in the balloon material as well as a saline leak. It was reported that a 50/50 mixture of saline and contrast were used to inflate the balloon. The balloon was tested outside of the patient prior to the procedure. The physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual analysis of the returned device revealed that the balloon material was torn longitudinally. The tear was 13 mm long and located distal to the proximal edge of the proximal radiopaque markerband. A visual and tactile examination of the catheter shaft revealed no defects. Operational context contributed to this event.